Event description:
Customer's family member called to report that the pt was getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyles meter and results were 207 mg/dl and 127 mg/dl.